Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The first 13 rows of stent struts on the proximal end were not damaged. The remaining rows of stent struts were stretched, bent and pulled distally over the tip. A visual and tactile examination found no issues with the profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent moved on the balloon. A 3.00x32mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. However, upon removal from the package, it was noted that the stent was moved partially off the balloon. The device did not entered the patient's body. The procedure was completed using another stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on the balloon. A 3.00x32mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. However, upon removal from the package, it was noted that the stent was moved partially off the balloon. The device did not entered the patient's body. The procedure was completed using another stent. No patient complications were reported.